Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient fell on the stairs while at home and there was reported blunt trauma to the device site. Following the fall the device began to alert every four hours and the patient was taken to the hospital. The alert was determined to the be a lead integrity alert due to the right ventricular (rv) lead oversensing with fast non-sustained ventricular tachycardia and an increase in the pace/sense impedance. The rv lead was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and a conductor fractured was found. Performance data was collected from the device and analyzed. Analysis revealed an abrupt increase for maximum ventricular pacing impedance equal to 456 to 1463 ohms between (B)(6) 2012 and (B)(6) 2013. Two ventricular non-sustained tachycardia events less than or equal to 160 milliseconds on (B)(6) 2013. Five lead failure predictors with high rate non-sustained episodes less than or equal to 185 milliseconds average ventricular cycle between (B)(6) 2013. Three lead alerts for lead failure predictor between (B)(6) 2013.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.